Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Type of procedure or technique used : posterior lumbar interbody fusion was performed at l5/s it was reported that the patient presented with disc herniation at l5/s. Intra-op, when set screw was placed for provisionally fixing after inserting screw and placing rod, the screw head opened, and the thread inside the screw head was broken. No fragment of the implant or instrument remaining in the patient. No patient symptoms or complications as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.